Manufacturer narrative:
(B(4). The catheter is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a normal upgrade procedure to replace their current implantable cardioverter defibrillator (ICD) with a cardiac resynchronization therapy defibrillator (crt-d. During the procedure, it was discovered that after this catheter was inserted and contrasting dye was injected to map the venous system that the coronary sinus was dissected. As a result, the physicians did not implant a left ventricular (lv) lead and instead implanted a crt-d without an is-4 lv port. The patient will be seen again in a few weeks for another procedure to implant an lv lead. There were no adverse patient effects reported or any interventions performed as a result of the dissection.